Manufacturer narrative:
Additional information was added d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the second y-site clearlink in the upstream part and the tubing. It was also observed that there was a lack of solvent applied in all the circumference of the tubing. The reported condition was verified. The cause of the reported condition was improper manual assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the y-port. When the customer went to roll the patient, the tubing ¿just slipped out¿ of the connection point. This event occurred in the cathlab while the patient was connected for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4, h4, and h6 d4: lot # - the suspect lot number was r20a29037 d4: expiration date: 01/29/025 d4: unique identifier (UDI) # - (B)(4). H4: suspect lot manufacture date - 01/30/2020 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.